Event description:
It was reported by the customer that a pt, who did not require telemetry for their medical condition, had a telemetry device left on and not removed. The battery on the telemetry device was low and a "low battery" alarmed on the bedside twice, as noted by staff, but the batteries were never changed on the telemetry device. The pt was checked three times during the shift, at 2:00 am the nurse went to the patient to carry out observations and the pt was found to be unresponsive. The pt subsequently died.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.